Event description:
The event occurred at 11:01 on 18feb2025, however the timing was off in the clock. When the log files were pulled, the actual time was (B)(6) 2025 at 12:44, but the monitor read (B)(6) 2025 at 07:48. Per the bedside nurse, the vad was alarming no flow. The vad team was not present at time of event. The patient was switched to backup equipment. The patient had new clots in circuit but no clinical changes at the time.

Manufacturer narrative:
D5 correction. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the pedimag patient's ventricular assist device (vad) revolutions per minute (rpms) went to 0 spontaneously on (B)(6) 2025.

Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor speed dropping to zero revolutions per minute (rpm) was confirmed via analysis of the log file; however, the reported event could not be reproduced during testing of the returned centrimag console. A log file was submitted and downloaded from the returned centrimag console and data from the reported event date of 18feb2025 was reviewed. The system was observed to be operating the motor at a speed of approximately 2.6 rpm and 1.55 liters per minute (lpm) without any issues. The log file then captured a f3: flow below minimum alarm on (B)(6) 2025 at 21:31:17 and a m5: set pump speed not reached alarm on (B)(6) 2025 at 21:21:21 due to the motor speed and flow readings dropping to -1.0 rpm and -0.554 lpm respectively. The motor then ramped back up to the set speed on (B)(6) 2025 at 21:31:25 without any issues. The system was observed to have been manually shutdown on (B)(6) 2025 at 21:38:55 and removed from patient use. No other notable alarms were observed during this time span. The returned centrimag console (serial number: (B)(6) was evaluated by service depot alongside known working test centrimag equipment and successfully operated in a mock circulatory loop for several days without any issues or atypical alarms produced. A full functional checkout was performed and the returned console passed all steps of testing without any issues. The serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings found that the returned centrimag battery did not pass battery maintenance testing. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The console was shipped to the customer on 20sep2019. The device history records were reviewed and the records revealed that the centrimag battery, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The centrimag battery was shipped to the customer on 07jan2024. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual table 15 ¿ ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. The 2nd generation centrimag system operating manual section 8.4 ¿ ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. No further information was provided. The manufacturer is closing the file on this event.